Manufacturer narrative:
Based on the clinical assessment for this event, the most likely cause of the difficult to deploy was found to be anatomy related, due to the pre-existing, protruding calcifications at the aortic neck and over the right renal ostium. This likely changed the blood flow to the right kidney even though preventative efforts to protect the right kidney were completed. Procedure related harms and final patient disposition could not be determined due to the lack of medical information surrounding the implant event and post implant surveillance. Reportedly, the patient's renal insufficiency had reversed after two weeks without further intervention and there have been no further patient sequelae reported. A review of the device quality records shows that the device demonstrated compliance to established procedures and specifications at the time of manufacture. Codes: (B)(4).

Manufacturer narrative:
Endologix will continue to investigate the reported event. The patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. A final report will be submitted once the investigation of the reported event has concluded.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The procedure was going as expected until deployment of the graft. The mid crown was opened approximately 1 cm above the ostium of the renal artery and adjusted for parallax. When pulling the graft down into position, the graft stopped. It was noted that the patient had a calcified aorta around and above the renals, with one piece of calcium protruding into the aorta. The graft would not pull down after a certain point so it is believed that the struts of the stent graft were caught on the piece of calcium. An arteriogram was done and the physician observed flow to the renals but ballooned the arteries and the fabric to make sure the flow was preserved. The case was concluded with the aneurysm successfully excluded. One day post-op the patient went into renal failure, however approximately two weeks later, it was reported that the patient's renal failure reversed and no further interventions have been done. As of the date of this report, there have been no additional patient sequelae reported.